Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was transported to the emergency room by paramedics for a low blood glucose of 12 mg/dl. The customer did not recall experiencing the low; she woke up in the emergency room and was told about the circumstances of her hospitalization: paramedics could not raise her blood glucose with an IV and glucose so they took her to the hospital. Troubleshooting was initiated for the low blood glucose. The customer confirmed that she has experienced hypoglycemic episodes for the past year and a half. She also mentioned that the sleeping medication of ambien combined with another pharmaceutical may have caused her blood glucose to drop. The customer no longer takes ambien. No products were shipped or returned.